Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3x daily and his results are usually around ¿7.5 to 7.8 mmol/l.¿ the patient manages his diabetes with metformin pills, novorapid insulin (with meals) and levemir insulin (mornings and evenings). The alleged issue began a couple weeks prior to contacting lfs. The patient reported obtaining blood glucose results of ¿about 9 mmol/l¿ with the subject meter and ¿about 7 mmol/l¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient denied making changes to his usual management routine. However, on the afternoon of (B)(6) 2013 (after the start of the alleged issue), the patient claimed he felt symptoms of ¿switched off,¿ shaky, a bit dizzy and weak which he associated with low blood glucose. The patient obtained a blood glucose result of ¿7.8 mmol/l¿ with the subject meter which he questioned. Thus, the patient retested and obtained a result of ¿3.6 mmol/l¿ with another device. The patient administered self glucose tablets as treatment and felt better about 10 minutes later. The patient does not recall blood glucose results obtained just prior to the onset of his reported symptoms ; however, the patient denied making any changes to his usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/24/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 12/11/2013 and 12/17/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.